Event description:
The facility reported that a "pump did not deliver appropriate dosage" during pt infusion. Reportedly, a 250 ml bag of an unk medication infusion over 10 min, sooner than intended. According to the hospital representative, no pt injury has been reported. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's diagnosis, medical intervention, medication involved, intended rate of the infusion, amount of overinfusion, or set up of the infusion device.